Manufacturer narrative:
In the manufacturing record review, lot number 60044830 was inadvertently reported as the lot number should be 60103063. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 04/26/2018. Device returned to manufacturer? Yes. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. Device evaluation: three patient interfaces(pi) were returned with no proper identification of the suspect product, confirming the reported lot number of 60044830 for all pi's. A visual inspection of the returned devices did not reveal any damage to the components and all parts were assembled correctly. Suction and dimensional testing was performed with all results within specification. Although the pis were returned of the same lot no, it was not determined which pi is the suspect product. The three pis were tested and were within specifications. The reported loss of suction issue could not be confirmed. Manufacturing record evaluation: per manufacturing records review report provided by third-party manufacturer, no related non-conformity or deviations were issued during manufacturing the pi lot 60103063. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss on the left eye (os) during surgery. The suction ring assembly issue with an intralase patient interface (pi) occurred after the patient was applanated and after laser fired. It was noted that procedure was lost and that the surgery was completed successfully by switching out the pi.